Event description:
It was reported that the shaft of the balloon catheter was broken. The target lesion was located in the tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was selected to treat the lesion. During the procedure, the shaft of the device snapped off at the monorail port. The physician removed the device from the patient.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es with no original packaging. There was blood in the proximal end of the hub. The distal end of the catheter, including the balloon and inner shaft, was bunched/buckled. The shaft was separated adjacent to the proximal side of the guidewire exit notch. The separated ends of the shaft were jagged and stretched, which suggests that the separation may be related to tensile overload. The shaft was neckdown/stretched 3mm distal of the guidewire exit notch. There were multiple kinks throughout the catheter. The distal tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).